Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter broke into patients fistula needle during removal. The following information was provided by the initial reporter. The customer stated: "customer states luer broke into patients fistula needle during removal.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1333247. D.4 device manufacture date: 2024-11-30. H.4. Device manufacture date: 2021-11-29.

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter broke into patients fistula needle during removal. The following information was provided by the initial reporter. The customer stated: "customer states luer broke into patients fistula needle during removal.¿

Event description:
It was reported when using the bd vacutainer® multiple sample luer adapter broke into patients fistula needle during removal. The following information was provided by the initial reporter. The customer stated: "customer states luer broke into patients fistula needle during removal.¿

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #: 1024879-2022-00367 and is therefore over-reported.